Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20917680.

Event description:
It was reported that the patient experienced frequent ipg charging and inadequate pain relief due to high impedances on the lead. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively and the explanted device components were not returned.